Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to laboratory using neoplastine reagent on a stago analyzer. At 1:40 pm, the result from the meter was >8.0 inr. A laboratory draw was performed at the same time and the result was 4.6 inr. At 1:43 pm, the result from the meter was 8.0 inr. There was no allegation of an adverse event. The laboratory result was believed to be accurate. The therapeutic range was 3.0-3.5 inr. The customer was not anemic or polycythemic, had no antiphospholipid antibodies, and no direct thrombin inhibitors. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.7 inr): qc 1: 3.0 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer stated two drops of blood were expelled from the syringe prior to dosing the strip. Per product labeling the first four drops should be expelled from the strip prior to dosing the strip. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.